Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to surgical technique, third party debris and/or joint laxity; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." Under warnings number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is 2 of 2 mdrs being filed for this event (reference 3002806535-2015-04066 & 4067).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2013 due to adverse reaction to metal debris (armd). During the revision, the surgeon noted the head was cold welded to the stem. Therefore, an extended trochanteric osteotomy was performed and the femoral stem and modular head were removed and replaced. Operative records reported a large bursal collection of metal stained fluis located anteriorly. Reported from south hampton laboratory.